Event description:
It was reported that the ilet entered bg run mode due to lack of a connected sensor and, after 72 hours in bg run, the system stopped automated dosing; the user had experienced a prior sensor failure and had no replacement available, resulting in continued bg run mode and subsequent dosing stop. Symptoms included hyperglycemia with a reported peak of 475 mg/dl and elevated glucose lasting about 3 hours. Outcomes included use of subcutaneous insulin by manual injection to correct hyperglycemia, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding bg run expiration and guidance to use back-up therapy until a new sensor was available. Investigation of this case revealed expected device behavior, as automated dosing stops when bg run exceeds its time limit, with the underlying issue related to sensor unavailability rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance and device performance consistent with design.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.